Event description:
Procedure: robotic hysterectomy. According to the reporter: the balloon on the trocar burst after a while in the patient. The piece of plastic came loose from the balloon and the operation dragged on before they found the plastic piece. Extension of surgery time by more than 30 min. No blood loss of more than 250 cc, no extension of the incision of more than 1 inch, no unanticipated or irreversible damage to vascular tissue.

Manufacturer narrative:
(B)(4). Date of initial report sent: (B)(4) 2014.